Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms, pump error 2, pump error 19, pump error 79 were noted. Unit was monitored. The battery was removed from pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error 23 noted. Pump error 63 confirmed in pump history with variable due to software anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they had multiple pump error alarms. The customer¿s blood glucose level was unknown. The customer stated that they had insulin flow blocked alarm. The customer was advised to revert to backup plan per hcp's instructions. The customer was advised to place the pump in storage mode and remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.